Manufacturer narrative:
(B)(4). The clear insulation was no longer attached. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Event description:
The customer reported that the shaft of the device became stuck in the trocar. The clear insulation came off of the device. Nothing fell into the patient's cavity. There was no injury to the patient.